Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the pump booted to the verify screen with a dim pink contrast. The battery cap was not returned with the pump; a test battery cap was used during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim display issue. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).